Manufacturer narrative:
Other devices associated with this event: heartware ventricular assist system - battery, model 1650de / expiration date 31dec2016 / serial number (B)(4) / UDI (B)(4). Is this a single-use device that was reprocessed and reused on a patient: no. Device available for eval: yes / return date 05dec2017. Device MFR date: 31dec2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model 1650de / expiration date 30apr2017 / serial number (B)(4) / UDI (B)(4). Implant date: (B)(6) 2017. Is this a single-use device that was reprocessed and reused on a patient: no. Device available for eval: yes / return date 05dec2017. Device MFR date: 30apr2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model 1650de / expiration date 31oct2015 / serial number (B)(4) / UDI (B)(4). Implant date: (B)(6) 2017. Is this a single-use device that was reprocessed and reused on a patient: no. Device available for eval: yes / return date 05dec2017. Device MFR date: 31oct2014. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model 1650de / expiration date 31aug2017 / serial number (B)(4) / UDI (B)(4). Implant date: (B)(6) 2017. Is this a single-use device that was reprocessed and reused on a patient: no. Device available for eval: yes / return date 05dec2017. Device MFR date: 31aug2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model 1650de / expiration date 31oct2015 / serial number (B)(4) / UDI (B)(4). Implant date: (B)(6) 2017. Is this a single-use device that was reprocessed and reused on a patient: no. Device available for eval: yes / return date 05dec2017. Device MFR date: 31oct2014. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ ac adapter, model 1430de / expiration date 28feb2016 / serial number (B)(4). Is this a single-use device that was reprocessed and reused on a patient: no. Device available for eval: yes / return date 05dec2017. Device MFR date: 27feb2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model 1650de / expiration date 30sep2017 / serial number (B)(4) / UDI (B)(4). Is this a single-use device that was reprocessed and reused on a patient: no. Device available for eval: yes / return date 05dec2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates the event was associated with one controller, six batteries and one ac adapter. The previously reported (B)(4) was incorrectly reported and should have been (B)(4). The controller, six batteries and one ac adapter have been returned to the manufacturer for evaluation.

Manufacturer narrative:
Product event summary, con302993: the reported event was confirmed via controller log file analysis. The returned controller passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery, bat212031 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the reported event was confirmed via controller log file analysis. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery, bat217822 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the reported event was confirmed via controller log file analysis. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery, bat200929 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 25 product event summary: the reported event associated with this device could not be confirmed via controller log file analysis. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery, bat221977 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the reported event was confirmed via controller log file analysis. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery, bat202262 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the reported event was confirmed via controller log file analysis. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Additional products: controller ac adapter, cac200165 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the reported event was not confirmed. The returned ac adapter passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery, bat222223 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the reported event was confirmed via controller log file analysis. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR received for the initial report is 2017-10-19. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, six batteries, and the controller ac adapter were returned for evaluation. Failure analysis of the returned devices revealed that the controller, batteries, and ac adapter all passed visual examination and functional testing. Log file analysis revealed that the controller, contained software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat212031, bat217822, bat221977, bat202262, and bat222223. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery, bat212031 d4 UDI: asku h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, bat217822 d4 UDI: asku h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, bat200929 d4 UDI: asku h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat221977 d4 UDI: asku h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, bat202262 d4 UDI: asku h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 controller ac adapter, cac200165 d4 UDI: asku h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat222223 d4 UDI: asku h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices associated with this event: brand name: heartware® ventricular assist system - battery, model 1650de / expiration date 31dec2016 / serial number (B)(4) / UDI (B)(4), device mfg date: 31dec2015, device not returned. Brand name: heartware® ventricular assist system - battery, model 1650de / expiration date 30apr2017 / serial number (B)(4), implant date: (B)(6) 2017, device mfg date: 30apr2016, device not returned. Brand name: heartware® ventricular assist system - battery, model 1650de / expiration date 31oct2015 / serial number (B)(4), implant date: (B)(6) 2017 , device mfg date: 31oct2014,device not returned. Brand name: heartware® ventricular assist system - battery, model 1650de / expiration date 31aug2017 / serial number (B)(4), implant date: (B)(6) 2017, device mfg date: 31aug2016, device not returned. Brand name: heartware® ventricular assist system - battery, model 1650de / expiration date 31oct2015 / serial number (B)(4), implant date: (B)(6) 2017, device mfg date: 31oct2014, device not returned. Brand name: heartware® ventricular assist system ¿ ac adapter, model 1430de / expiration date 28feb2016 / serial number (B)(4), device mfg date: 27feb2017, device not returned. Brand name: heartware® ventricular assist system ¿ ac adapter, model 1430de / serial number unknown, device not returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the site confirmed power switching events via the controller log files. The controller and associated five batteries and two ac adapters were exchanged with no reported patient consequence. No further information has been provided.

Manufacturer narrative:
Corrected information: medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.